Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the imt sensor, but sodium results continued to drift. Ccc instructed the customer to reseat the sensor and check pins for free movement. The customer performed condition, diluent check and ran calibrations and quality control, which were within acceptable limits. The customer stated that patient samples tested over the course of two days resulted as expected. The cause of the discordant, falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument after recalibrating the integrated multi-sensor technology (imt) slopes, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.